Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with the electrode and received the external neurostimulator (ens) at the beginning of (B)(6) 2014. During the test period, a hematoma on the right buttocks was observed by the patient and reported to the site. Treatment with antibiotics and antalgic medication was initiated and the patient was kept under surveillance without hospitalization. The implant of the permanent neurostimulator followed in the middle of (B)(6). The hematoma was considered by the investigator as non-serious and it was related to the implant procedure of the electrode. The patient recovered on (B)(6) 2014. There was no alleged product issue and the patient status at the time of report was alive with no injury. They had pain and a hematoma.